Event description:
Caller reported a malfunction on the pump, identified as malfunction 9, with a resettable code. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. The same malfunction code did not recur after the reset, and the customer can continue using the pump. Caller was advised to call back if the malfunction recurs and acknowledged the instructions.